Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci abdominoperineal resection procedure, no energy was being applied to the endowrist one vessel sealer instrument. No error messages were reported on the system or instrument and the surgeon was receiving correct audio tones. The surgeon did not want to try another instrument. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. He stated when the instrument was in use, they had all the normal indicators the instrument was recognized and connected properly. When energy was applied, they had normal audible tones but the audible beeps to indicate the seal was complete did not occur. The surgeon attempted to seal again with the same result. The surgeon recognized the seal was incomplete as no tissue effect was visualized. No cut attempts were made. The surgeon completed the procedure utilizing other instruments. No patient harm was reported.